Event description:
It was reported that (B)(6) hospital continues to have ports ripping off and away from the dressing. They had another one today. Customer cannot send a picture because it has the patient information on it.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised. Pico 7 devices are designed specifically for low exuding wounds. If pico pumps are used for wounds that are producing a high level of exudate, the performance of the device may be compromised. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.